Event description:
The account alleged that the positioning and exiting modes will not set on the bed. No injury reported.

Manufacturer narrative:
The technician asked the account about the bed position of the head and he thought that it was partially up. The technician asked the account to lower the head and try it again. No further information is available on the repair of the bed at this time.